Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. This symptom mentioned in reported event indicates a potential broken identification (ID) tab on the back of the cassette. Follow-up information was also received reporting endophthalmitis post-op a few days later. The procedure pack was returned opened and the seal on the tray was inspected: the adhesive sealing transfer was inspected and measured on the flanged surface and the sealing residue was observed to be continuous and within specifications. The tyvek was not returned. Without the tyvek we are unable to verify the condition of the top. The returned cassette was tested on a calibrated console and system message code appeared on the console screen when the handpiece was connected to the console. A broken identification (ID) tab observed on the pinch plate prevented the console from recognizing the appropriate cassette type which resulted in the customer¿s experience. The investigation identified several potential factors that caused or contributed to this reported event. These include: procedural gaps regarding post-inspection instructions, physical impact during storage and material movement of the pinch plate and/or cassette, and stress points due to limited surface area on the identification (ID) tab. The root cause of endophthalmitis could not be conclusively determined with the information available. The tyvek was not returned, however, the seal transfer on the tray was inspected and was within specifications. Action was taken to determine root cause of the broken identification (ID) tab and implement appropriate corrective action. To address root cause procedural enhancements were added to the visual inspection instructions for more control of non-conforming product and finite stress analysis will be performed that will aim on reducing the potential stress points on the ID tabs. No action will be taken for the report of endophthalmitis as the root cause is unknown. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there was priming failure with advisory code during set up for cataract surgery (with intra ocular lens implant). The surgery was performed and completed after replacing the cassette pak without any harm. On a later date, the patient developed endophthalmitis and transferred to hospital. There seemed to be no causal relationship between endophthalmitis and the defect on the pak. There was no patient harm on the procedure day.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).